Manufacturer narrative:
(B)(4). Date sent: 04/25/2025. D4: batch#: 284d56. User facility medwatch form: #: (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and two gst60w reloads present. The reload (b) was received fully fired with the pan detached from the reload. The reload (c) was received fully fired. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch#: m9a793, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 284d56, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the scrub tech could not reload the plee60 stapler for the third firing. The fresh reload would not fit into the cartridge. A second stapler was opened and used to complete the case successfully. After the case when the stapler was inspected, it was noticed that the metal backing of the second reload had separated from the reload and remained in the cartridge of the stapler, thus making a new reload incapable of fitting into the cartridge. It occurred outside of the patients body on the back table when attempting to reload the stapler. No complications for the patient. Procedure was completed with a delay of 3-4 minutes. No additional information provided.